Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital after receiving inappropriate therapy due to lead noise. Noise was reproducible with isometrics. Chest x-ray revealed the lead was fractured due to suspected clavicular crush. The lead was explanted and replaced. The patient did well after the procedure.